Event description:
Per the clinic, the patient experienced skin irritation around the abutment site (date not reported). Subsequently, the patient was treated with topical ointment (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 15, 2022.